Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was in the wrong condition. The camera needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: , serial/lot #: unknown g2) foreign country: china h3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced, but the computer and hard disc still had problems. The computer was noted to need replacement as well as the hard disk. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The computer and hard disk did not work properly and were replaced. The system then performed as intended. Codes: b01, c02, d02 h2) section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #: unknown and product ID: 9736356, serial/lot #: unknown h2) correction: the following statement submitted on the initial regulatory report, "continuation of d10: section d information refe rences the main component of the system. Other relevant device(s) are: product ID: serial/lot #: unknown" should have been as follows: "continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown." H2) please see the additional codes section for updated annex g code as well as section e for facility and initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.